Manufacturer narrative:
Section a4 and a5: unknown/ not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on (B)(6) 2023, when pushing the lock button received an error (05-024 lock discrepancy error) using the catalys system. Customer lowered the chair to move patient from under the laser. The case could not be completed on that same day and patient returned on (B)(6) 2023 to complete the procedure. No secondary surgical intervention was required. No additional information was provided.